Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an increased sensing value, increased capture threshold, and noise episodes noted on the right ventricular (rv) lead which resulted in inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy. No intervention has been taken at this time and the patient will continue to be monitored.